Event description:
The customer reported that when the system was in the lateral position, it would make a loud popping sound and then the left monitor would go blank. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.